Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced thrombus in several locations and additionally the patient had poor flow in the leg. The medical team also said that the patient had bowel ischemia, however, after failed attempts they were unable to open up the superior mesenteric artery. The patient condition did not improve in the following days and decision was made to withdraw care leading to the patient expiry.

Manufacturer narrative:
The investigation for the reported limb ischemia and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and thrombus could not be determined as the device was not returned nor sufficient clinical details.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03148 was provided in sections b2, b5,d6, h1, and h6.